Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.

Event description:
The customer reported that the system was blacking out and not making exposures. There is no report of injury or death.